Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, when attempting to tie down the lead the physician pulled on the suture sleeve tightly which resulted in the anchoring suture cutting though the suture sleeve. The physician's concern was that the suture sleeve was not strong enough to withstand tightening when tying down with ethibond. The lead was replaced. The patient was stable.